Manufacturer narrative:
(B)(4). The field service engineer (fse) noted that a large amount of deposit and dirt was in the manifold and outlet tip. The fse replaced the manifold. The fse also tightened the screws holding the reagent 1 probe in place and performed a calibration. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect b-hcg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B) (4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The abbott field service engineer (fse) reported that an elevated architect b-hcg result of 535.98 iu/ml was generated on a (B) (6) girl. The sample was repeated and a negative result of <1.2 iu/ml was generated. Another sample from the patient was run which confirmed the negative result. There was no report of impact to patient management.